Manufacturer narrative:
Results: bd received one 3ml integra syringe sample from the customer facility for investigation. The sample was visually evaluated and the customer's indicated failure mode for safety retraction failure with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during a demonstration (non patient use), the needle of the 25 g x 5/8 in. Bd integra¿ 3 ml syringe with detachable needle fell out when safety retraction was pushed. There was no report of injury or medical intervention.